Event description:
Event details: customer reported the locking injector n-40 (515056) comes off the end of the tubing. It has resulted in (minor) chemo spills. Any reports of this issue with the affected lot of: 2410303. We have provided re-education to staff to ensure a tight fit (insert and twist) between the locking injector and the tubing. That said, I cannot 100% rule out user error. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Both events ended with a chemo spill and unnecessary exposure of hazardous drug. Have you confirmed that the connections were properly secured? Associate director (ad) of oncology pharmacy cannot 100% validate. Ad was able to speak with technician compounding who confirmed that she did have a tight connection and has not had issues with over the previous six months since beginning compounding with cstd. Have you secured the injector and connector with m25 infusion clamp? No. Was there any deformities? Unaware, if there were any, what kind of chemo drug was used? Docetaxel. Have you replaced the defective injector and successfully completed the medication procedure? Yes.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information from customer jan 12th: the nurse noticed the leak immediately, as this was a very small that had leaked out. The nurse immediately paused the alaris pump and replaced the injector on the patient infusion line. No medical intervention was done due to unnecessary exposure to hazardous drug, from patient or nurse perspective.

Manufacturer narrative:
Correction: a0504 code left out of initial report additional information: added to b5 investigation results: no photographic evidence or physical samples were submitted for the investigation concerning the reported issue. A thorough examination of the history of injector locking n40-o for lot 2410303 was carried out, revealing no deviations or non-conformities related to the alleged defect. A visual inspection of the three retained samples from each batch was performed, and no deformations, underfills, burrs, or breakages were detected. Testing was carried out in accordance with the procedure, an attachment and detachment test was performed on the retained samples, and the product is functioning as expected. The results meet the specifications. All products are in optimal and acceptable condition. Luer thread tests were performed on the retained samples, confirming that the product operates as intended. The results comply with the established specifications. The product undergoes inspections at multiple stages throughout the manufacturing process to ensure its quality and functionality. Based on the available information, we are currently unable to determine a root cause associated with the manufacturing process. Our quality team will continue to monitor complaints received regarding this device and the reported issue for any potential emerging trends.